Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. Additionally, it was reported that the wake button was delayed in responding to touch. Customer reported a blood glucose level ranging from 102-111 mg/dl.